Manufacturer narrative:
Per patient clinical progress report, the patient was discontinued from v.a.c. Therapy as the "therapy goal achieved-adequate granulation tissue formation." Based on the information provided, it cannot be determined that the alleged hospitalization, or infection is related to v.a.c. Therapy. There have been several unsuccessful attempts made to gather additional information.

Event description:
The following information was reported to kci by the nurse: v.a.c. Therapy was being placed on hold beginning (B)(6) 2015 allegedly due to "hospitalization due to surgery being done and then later the wound became infected, not pre-existing condition." On (B)(6) 2015, the following information was provided to kci by the home health nurse who reviewed the patient's medical record and stated that on (B)(6) 2015 the patient declined the home health visit and performed his own dressing change. On (B)(6) 2015, the patient declined the home health visit in order to see the physician. On (B)(6) 2015, the patient was admitted to the hospital with an admitting diagnosis of cellulitis. The patient experienced a "worsening" extension of an abscess, and the patient was placed on intravenous antibiotic therapy. Osteomyelitis was suspected and was confirmed via MRI. Date not provided. On (B)(6) 2015, the patient was discharged with no intravenous antibiotic therapy. No additional information is available. On (B)(6) 2014, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2014, the device was placed with the patient. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci quality engineering. A pressure transducer calibration was needed, however, the unit was still capable of providing v.a.c. Therapy before calibration. The unit passed all qc tests after the calibration, including qc alarm testing.